Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the reported difficult imaging was due to challenging patient anatomy. The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. The reported unexpected medical intervention, hospitalization, and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This research article was a prospective study designed to evaluate transcatheter tricuspid valve edge-to-edge repair after heart transplantation. Complications identified in the study included: tissue damage, prolonged hospitalization, heart failure, medication for heart failure, medical intervention. In conclusion t-teer after htx demonstrates to be feasible and effective regarding tr reduction in a short-term follow-up. The initial results may pave the way of a novel approach in tr management in htx patients. Details are listed in the attached article titled, ¿transcatheter tricuspid valve edge-to-edge repair after heart transplantation: a single-center experience of a novel therapy¿.